Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instructions for use advise, "if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent." And "if resistance is felt when initially pulling back on the distal grip, do not force deployment. Carefully withdraw the stent system without deploying the stent." Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The procedure was a stent placement in the sfa via popliteal access. During deployment, the everflex deployment system failed to pull back after the first approximately 120 mm of the 200 mm stent was deployed. The physician cut off the proximal deployment handle portion and pulled back to finish deployment, but the stent possibly stretched. As a result the physician placed a stent inside the everflex stent after post dilatation with a balloon.